Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the angle wire was cut; the flexible tube of the insertion section was crushed; the curved rubber adhesive part was missing; there was peeling of the indicator on the base of the light guide mounting part. The insertion part corrugated tube oredome, the eyepiece, the operation unit cover, the grip, the angle lever, the up/down plate, the vent metal under the grip, and the fixed ring were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had angulation malfunction. Inspection and testing of the returned device found the coating image guide coil was peeling off (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.